Manufacturer narrative:
Additional information: phaco specialist went to site during surgery when the issue happened, and was able to adjust settings for the remaining cases. A field service specialist (fss) visited the account after the event and performed full system checkout and found no issues with system. He also performed handpiece test on all 5 of customers handpieces, found no issues and all calibrations were in specification. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was that there was a post-op corneal burn.